Event description:
(B)(4). It was reported that the visum led surgical light head and spring arm allegedly detached and fell from the ceiling suspension. There was no reported pt involvement and no reported adverse consequences.

Manufacturer narrative:
There was no reported pt involvement, thus no pt data exists. Eval summary: a stryker field service tech evaluated the light head and spring arm involved in the alleged event. During the eval, it was observed that the circ-clip component which is used to attach the spring arm to the horizontal arm of the ceiling suspension was allegedly installed incorrectly resulting in the reported event. The investigation is ongoing into the root cause and add'l info will be submitted in a supplemental report.